Event description:
The crimping of the transfer tube couplings has found to be inadequate on recently manufactured transfer tubes. With inadequate crimping, the coupling can slide over the transfer tube material. As a result, the transfer tube can elongate. If force is applied, the overall length of the transfer tube could increase.

Manufacturer narrative:
The problem with the transfer tubes was identified during production. User facilities have not reported problems related to an increase in length of the transfer tube. See scanned page.